Manufacturer narrative:
The events occurred on unspecified dates ¿since (B)(6) 2020¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) units of unspecified folfusors underinfused. The devices were filled with 13.5g piperacillin/tazobactam and citrate buffer in 230ml sodium chloride 0.9%. This issue was identified after use of the devices for infusions on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.